Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2016 after being in electroconvulsive therapy for increased seizures on (B)(6) 2016. Additional information was received from the neurologist that the patient possibly might be experiencing more seizures than prior to vns. Patient's spells are either seizures or pseudo seizures. There were no changes to medication or other external factors which preceded the onset of the increase in seizures. When the physician was asked of his assessment on the believed relationship of the increased seizures , it was mentioned that the patient's "events" were likely pseudo seizures. Patient's generator replacement was due to ifi - yes battery indicator. The explant facility was reported to not release explanted products.